Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of infection is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 an arteriotomy closure of the left common femoral artery was performed using a proglide device after a percutaneous coronary intervention. The patient returned on (B)(6) 2018 with chest pain and a diagnostic procedure was performed. The patient was readmitted to the hospital on (B)(6) 2018 for a left groin infection. Treatment details were not provided. No additional information was released.